Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. An internal inspection of the device was conducted and the unit was confirmed to have a distorted side speaker.

Event description:
It was reported that the speaker was going out. No consequences or impact to patient.